Manufacturer narrative:
Patient identifier: sid (B)(6) (same patient as (B)(6), however different tube) this report is being filed on an international product, list number 7p92-30 that has a similar product distributed in the us, list number 7p92-21/-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely decreased alinity I total psa result for a patient sample while running on alinity I processing module (sn (B)(4). The following data was provided: sid (B)(6): initial psa result on ai01887: 95 ug/l, repeated on same analyzer: > 100 ug/l, automatic 1:10 dilution: 151 ug/l, manual 1:10 dilution: 167 ug/l; repeat on sn ai01986: 98 ug/l, automatic 1:10 dilution: 151 ug/l, repeat on ai01885: > 100 ug/l, automatic 1:10 dilution: 147 ug/l sid (B)(6) (same patient as (B)(6): reported value after 1:10 dilution: 161 ug/l (initial run undiluted: > 100 ug/l); repeated on ai01886: 161 ug/l as well (initial run undiluted: > 100 ug/l) there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased alinity I total psa results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search determined normal complaint activity for reagent lot 33105fn00. A review of tracking and trending did not identify any related trends for the product for the complaint issue. Performance testing was performed using an in-house retained kit of the complaint lot 33105fn00. All specifications were met indicating lot 33105fn00 is performing acceptably. The device history record was reviewed and did not identify any non-conformances or deviations associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for alinity I total psa reagent lot 33105fn00 was identified.